Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited fluctuating impedance measurements from 500 ohms to 1300 ohms along with loss of capture (loc) ten months prior. Good capture was noted around 500 ohms and no capture around 1300 ohms. Eight months later it was reported that continued fluctuating impedance measurements, noise and oversensing were observed, no asystole was reported. A lead to device connection issue was suspected however no intervention was performed and sensing was properly adjusted. Six weeks later, a revision procedure was performed were this rv lead was examined in the device port and when the physician performed the tug test, the lead remained in place. The rv lead was then tested through the pacing system analyzer (psa) and a normal measurement of 600 ohms was observed. Defibrillatory threshold testing was performed with the guidewire left in the lead lumen as not to lose venous access. The existing rv lead was placed back in service along with a new device. No additional adverse patient effects were reported.